Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was confirmed. A process review was completed and no discrepancies were found. The device shows evidence of dull cutting surfaces from end of life. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by zimmer.

Event description:
It was reported during an unknown procedure that the reamer was found to be dull, taking longer to remove bone. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.